Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoshield pressure controlling syringe set at a pressure of 250 did not cause blood vessels to swell. A new device was used to successfully complete the procedure.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6: medical device ¿ problem code corrected from "1310" to "2954". The device was returned to the factory for evaluation on 06/05/2024. An investigation was conducted on 06/12/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact syringe. The syringe was filled with 50cc of water to determine if there were any cracks observed. No leaking was observed. The plunger of the syringe was depressed with no physical or visual difficulties observed. Water was expelled from the syringe as the plunger was depressed. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot #3000284604 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoshield pressure controlling syringe set at a pressure of 250 did not cause blood vessels to swell. The pressure was raised to 350 mmhg. It was difficult to get enough pressure out of the syringe. Nothing ever came out of the syringe. The container was filled with water and used as usual. Harvesters have were not able to confirm a leak. A new device was used to successfully complete the procedure without further medical or surgical intervention. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,d9,g3,g6,h2,h3,h10,h11. Corrected section: h6- clinical code changed to 4582; impact code changed to 2199.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoshield pressure controlling syringe set at a pressure of 250 did not cause blood vessels to swell. The pressure was raised to 350mmhg. The container was filled with water and used as usual. Harvesters have were not able to confirm a leak. A new device was used to successfully complete the procedure without further medical or surgical intervention. There was no procedural delay. There was no patient harm.